Event description:
The user experienced intermittent erratic sodium results for approximately three months. She provided results for two patient samples, results from one sample were discrepant: the initial sodium result gave 133.3 mmol/l and was not reported outside the laboratory. The sample was repeated on the same 912 hitachi analyzer and recovered 138.6 mmol/l. The patient was not affected, the initial erroneous result was not reported outside the laboratory. The sodium cartridge lot number was not provided. The field service representative determined that a clot in the ise fluid sipper path probably caused the erratic results. He could not replicate the issue. The user had changed electrodes and backflushed the ise prior to the field service representative's arrival. The field service representative ran successful ise checks and precision test. He had the user run ise calibration and quality control, both were acceptable.